Event description:
Bayer case number: (B)(4) post-operative pelvic pain [pelvic pain female] , heavy menstruations [bleeding menstrual heavy] , chronic tendinitis [tendinitis] , asthenia [asthenia] , dysmenorrhea [dysmenorrhea] , knee pain/shoulder pain/pain in elbow/pain in hip/arthromyalgia [arthralgia] , migraine with aura [migraine with aura] , small endometrial benign polyp [endometrial polyp] , brown bleeding [post procedural bleeding] , scar disunion [scar] , scapulalgia [scapula pain] , epicondylitis [epicondylitis] , dysuria [dysuria] , post-urination spasmodic pain, [abdominal crampy pains] , pain during bowel movements [painful defaecation] , dizziness [dizziness] , significant tiredness [tiredness] , impact on her daily personal [activities of daily living impaired] . Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("post-operative pelvic pain") in a 35-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of tia, traumatic renal injury, macroscopic hematuria, overweight, upper limb wound, migraine, appendectomy, amygdalotomy, vaginal delivery, parity 2 (2010 & 2013), gravida ii and overweight. On (B)(6) 2016, the patient had essure inserted. In 2019 she experienced migraine with aura ("migraine with aura"). On unknown date she experienced pelvic pain (seriousness criterion intervention required), heavy menstrual bleeding ("heavy menstruations"), tendonitis ("chronic tendinitis"), asthenia ("asthenia"), dysmenorrhoea ("dysmenorrhea"), knee pain ("knee pain"), shoulder pain ("chronic pain in the right shoulder"), pain in elbow ("pain in elbow"), pain in hip ("pain in hip"), uterine polyp ("small endometrial benign polyp"), post procedural haemorrhage ("brown bleeding"), scar ("scar disunion"), musculoskeletal pain ("scapulalgia"), epicondylitis ("epicondylitis"), dysuria ("dysuria"), abdominal pain ("post-urination spasmodic pain,"), dyschezia ("pain during bowel movements"), dizziness ("dizziness"), arthromyalgia ("muscle and joint pain"), fatigue ("significant tiredness") and loss of personal independence in daily activities ("impact on her daily personal"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy) and physical therapy (B)(6) 2022 and). Essure was removed on 11-(B)(6) 2023. At the time of the report, the knee pain, migraine with aura, dysuria, abdominal pain, dyschezia, dizziness and arthromyalgia had not resolved. The outcomes for pelvic pain, heavy menstrual bleeding, tendonitis, asthenia, dysmenorrhoea, shoulder pain, pain in elbow, pain in hip, uterine polyp, post procedural haemorrhage, scar, epicondylitis, fatigue and loss of personal independence in daily activities were unknown. The reporter considered abdominal pain, knee pain, shoulder pain, pain in elbow, pain in hip, arthromyalgia, asthenia, dizziness, dyschezia, dysmenorrhoea, dysuria, epicondylitis, fatigue, heavy menstrual bleeding, loss of personal independence in daily activities, migraine with aura, musculoskeletal pain, pelvic pain, post procedural haemorrhage, scar, tendonitis and uterine polyp to be related to essure administration. The reporter commented: insertion details: 3 visible coils on the right side, 3 visible coils on the left side, no complication. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 27.885 kg/sqm. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.